Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that over the past two years the customer has been hospitalized twice with diabetic ketoacidosis (dka) due to infusion set kinked cannulas. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information regarding customer's blood glucose level and infusion set information; however, no additional information regarding this event was provided.